Event description:
On (B)(6) 2012, product surveillance (ps) contacted the home patient (hp) regarding an unrelated issue. During the conversation, the hp stated that she was in the hospital on (B)(6) 2012 and was diagnosed with peritonitis. The hp was taking antibiotics to treat the infection. Since then, therapy has been going well. It was unknown if the infection was peritoneal dialysis (pd) therapy related. On (B)(6) 2012, ps contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. In (B)(6) 2011, the patient began automated peritoneal dialysis (apd) therapy. On an unreported date, the patient experienced a break in aseptic technique described as the patient touched the end of her transfer set. On (B)(6) 2012, the patient was diagnosed with peritonitis and hospitalized the same day. In (B)(6) 2012, the patient was treated with gentamicin ip (dosage and frequency were not reported). In (B)(6) 2012, the patient was discharged from the hospital. The nurse retrained the patient on aseptic technique. At the time of this report, peritonitis was resolving. The nurse stated the peritonitis was unrelated to any baxter solutions, disposables or device.

Manufacturer narrative:
(B)(4). This complaint is against the transfer set, but the transfer set in use at the time of the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number is unknown. Since the lot number was unknown, a batch review will not be performed. This report of use error - breach in aseptic technique is confirmed because the nurse reported that there was a break in aseptic technique. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.